Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported during use that the unit alarmed for a "device failure 3". It was conveyed that ventilation did not stop and the patient was switched to another unit. There was no patient injury reported. 2021-06-21: reportable as report on near incident on the basis of the final investigation results. The logbook analysis revealed ¿ other than initially reported ¿ a reboot of the ventilation box which led to a brief stop of ventilation.

Manufacturer narrative:
For the reported event, the logbook of the affected evita v500, manufactured in april 2019, as well as the logbook were available. The device was also inspected by a dräger service technician and subsequently repaired. Initially, no stop of ventilation was reported. However, based on the logbook analysis, a reboot of the ventilation box could be detected at the reported time. The root cause of the device failure (3) is a deviation in the internal communication after an unexpected reboot of the ventilation unit for unknown reason. Since the internal communication could not be reset within expected time during the restart sequence, the alarm message device failure (3) was posted. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. If the internal communication between the cockpit and the ventilation unit cannot be reset within expected time, the alarm message ¿device failure (3)" will be posted. The display of monitoring parameters on the cockpit screen might be restricted in case of present "device failure (3)". Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. The pcb m16 has been replaced as a precautionary measure onsite. The device was tested according to manufacturer specifications without deviation. The number of the reported restarts of the ventilation unit with accompanying device failure (3) alarm is monitored and accepted by the responsible product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit alarmed for a "device failure 3". It was conveyed that ventilation did not stop and the patient was switched to another unit. There was no patient injury reported. 2021-06-21: reportable as report on near incident on the basis of the final investigation results. The logbook analysis revealed ¿ other than initially reported ¿ a reboot of the ventilation box which led to a brief stop of ventilation.